Manufacturer narrative:
The subject otv-s400 has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject otv-s400 to determine the cause of this phenomenon when omsc receives it. Otv-s400 instruction manual states the corresponding method in case of an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure of laparoscopic assisted distal gastrectomy (ladg) using the otv-s400 and ch-s400-xz-eb, the endoscopic image changed to color bar image. The user restarted the otv-s400 but the malfunction did not resolve. The user replaced the otv-s400 and the ch-s400-xz-eb with an unspecified similar system and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01897. The subject otv-s400 was returned to olympus medical systems corp. (Omsc). Functional checks were performed with the subject otv-s400 (sn (B)(4)) which was connected to ch-s400-xz-eb (sn (B)(4)) that were used when the reported malfunction occurred. Also, functional checks were performed with the subject otv-s400 (sn (B)(4)) by exchanging the ch-s400-xz-eb (sn (B)(4)) for another similar camera head (omsc asset). As a result, the reported malfunction was not reproduced. Any other malfunctions did not occur and the subject otv-s400 worked correctly. The investigation of the subject otv-s400 confirmed the following details: the system including the subject otv-s400 was turned on and off repeatedly. The housing of the otv-s400 was made to vibrate. The camera head was inserted and removed to the otv-s400. Stress was applied to connector of the camera head connected to scope connector of the otv-s400. Power was continuously supplied to the system including the subject otv-s400. On the other hand, when the appearance of the otv-s400 was confirmed, discoloration was observed in the electrical contact portion with the camera head. The discolored portion also includes a contact portion for communicating a video signal. It is a specification that the color bar is displayed when communication of the video signal becomes impossible. Omsc performed an investigation on the actual otv-s400. The reported phenomenon was not reproduced. The root cause of this phenomenon could not be conclusively determined. There was a possibility that a color bar was displayed due to temporary communication failure between the otv-s400 and the camera head.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".